Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, upon interrogation, it was noted that the atrial lead exhibited failure to capture and p-wave amplitude variation. Upon further investigation via fluoroscopy, the atrial lead had dislodged. The atrial lead was capped and replaced (B)(6) 2024. The patient was in stable condition.

Event description:
Additional information received notes that the atrial lead also exhibited failure to sense.